Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2022 for transmitter with serial number 8q6spn. However, transmitter with serial number (B)(4) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss over an hour was found for serial number 8q6spn within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).